Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose levels of 500 mg/dl. The customers blood glucose was unknown at the time. The customer experienced diabetic ketoacidosis and vomiting. The incident was treated by hospitalization. Hospital staff informed customer this may have been caused by the site and not the insulin pump. Customer called because her insurance wanted to know information about her warranty. Customer requested a video demonstration on how to use the sure t set. Customer did not need further assistance. No devices were returned or shipped. Customer did not need further assistance. No devices were returned or shipped.